Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and understood to contact support if the problem reappears.